Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a conclusive cause for the reported proglide suture did not work. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3: device return status updating from returning to not returning.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during implantation of three proglide sutures, one suture did not work. No additional information was provided.